Event description:
It was reported to covidien, display problem, missing segments. No patient harm reported.

Manufacturer narrative:
Covidien verified the missing segments in the display. The customer refused to have repaired. The unit returned to the customer unrepaired at the customer's request.